Event description:
The customer reported having problems with their insulin pump. They stated that the device makes a constant noise while they are asleep. Also, at the time of the call, the display was frozen. The customer stated that prior to calling the medtronic help line their blood glucose low and they had to call the paramedics. The pump was working at that time. The paramedics gave the customer a tube of saline and glucose. The customer stated that the low blood glucose was either due to not eating enough or administering too much insulin. At the time of call the customer's blood glucose was 428 mg/dl. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.